Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post-repositioning, the right atrial (ra) lead exhibited suspected oversensing of atrial tachycardia/atrial fibrillation (at/af) device defined episode. It was also reported that same day post implant the right ventricular (rv) lead exhibited a bipolar lead impedance warning. It was further reported that, one day post right ventricular (rv) lead implant, the right ventricular (rv) lead and the implantable pulse generator (ipg) exhibited no capture at high outputs. Both the rv lead and the ipg were reprogrammed and remain in use. No patient complications have been reported as a result of this event.